Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent was elongated. The severely stenosed target lesion was located in the subclavian vein. A 16x60/9fr uni plus 75cm wallstent® endoprosthesis was advanced and deployed to treat the lesion. Post dilation was performed with an xxl balloon catheter. Following post dilation, when the stent was fully deployed, the physician took x-ray and did imaging with the implanted stent. The physician noticed that the stent went longer and it covered more area of the lesion than what the physician wanted to cover. The physician tried to balloon again and pull the stent down to correct the stent's look. The procedure was then completed. No patient complications were reported and the patient's status was fine.